Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the issue. Physio replaced the main keypad and small keypad assemblies as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the controls on their device are unresponsive. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.